Event description:
In 2008, the pt reported that while changing the insulin cartridge, the plunger became stuck to the piston rod of the infusion device. He was instructed how to remove the plunger from the piston rod. He stated that approximately 10 units of insulin spilled into the cartridge compartment of the infusion device. He was advised to clean the cartridge compartment with a cotton swab and to allow the infusion device to air dry for 24 hours. He was advised to switch to his backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.